Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report#s 1627487-2011-00674 and 1627487-2011-00676. The patient was implanted with an scs system on (B)(6) 2002. According to the manufacturer's registration records, the patient received a new ipg and new lead extensions on (B)(6) 2008. It was reported that the patient feels stimulation in his legs when his system is not in use. Follow-up on this matter found that the patient's scs system will be explanted on a later date.